Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml was received without cap nor needle. A crack is observed at the 3mm luer lock level.

Event description:
Healthcare professional reported after injection with .15cc's of diluted juvéderm voluma® xc in the lips. The patient immediately started experiencing nodules at the areas of injection. The patient was immediately treated with hyaluronidaise on day of injection and the next day totaling 10 vials. The patient was also treated with hyperbaric oxygen to prevent possible necrosis, therefore felt the "potential was there" for serious injury. Patient takes prozac and valtrex concomitantly, has no medical conditions, and no previous dermal fillers. Patient is improving but event is ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿nodules¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications: ¿juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21. Warnings: ¿the product must not be injected into blood vessels. Introduction of juvéderm voluma® xc into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur (see health care professional instructions #14). ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: ¿ the safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: ¿two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. Instructions for use: ¿the injection technique for juvéderm voluma® xc with regard to the angle and orientation of the bevel, the depth (subcutaneous and/or submuscular/supraperiosteal) of injection, and the quantity administered may vary depending on the area being treated. Injection of juvéderm voluma® xc too superficially (intradermally), or in large volumes over a small area, may result in visible and persistent lumps and/or discoloration. ¿juvéderm voluma® xc should be distributed in small aliquots (small boluses of 0.1 ml to 0.2 ml) over a large area to reduce the risk of persistent lumpiness.

Event description:
Healthcare professional reported after injection with .15cc's of diluted juvéderm voluma® xc in the lips. The patient immediately started experiencing nodules at the areas of injection. The patient was immediately treated with hyaluronidaise on day of injection and the next day totaling 10 vials. The patient was also treated with hyperbaric oxygen to prevent possible necrosis, therefore felt the "potential was there" for serious injury. Patient takes prozac and valtrex concomitantly, has no medical conditions, and no previous dermal fillers. Patient is improving but event is ongoing.